Manufacturer narrative:
D4 lot number: the lot number reported c423320701 is not a valid baxter lot number. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of external fluid leaks were observed originating from unknown locations on an unspecified quantity of revaclear 400 sets during an undetermined process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.